Event description:
Laparoscopic cholecystectomy 5 mm lap clip applier, covidien. Catalog #: 176620. Clip applier did not load staplers, so either misfired or there were no clips in the applier. Lot n4l0022x.